Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the wheel locks not holding and wheels are worn and have become very hard. Provider states that the wheel locks will not grab the tire possibly because it is so hard.